Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, the stent dislodged from the stent delivery system. While removing the liberte 28x3.5mm bare metal stent delivery system from the package, the stent came off the delivery system. The device never entered the pt's body. The procedure was able to be completed with another of the same device with no pt complications. The pt's condition post procedure was reported as "ok".

Manufacturer narrative:
(B)(4).